Manufacturer narrative:
No 14687-15 product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for evaluation; however, a device history review will be performed.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that there was a hole on the tubing. It is unknown if there was patient involvement, but harm was not reported as a consequence of this event.